Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. No technical inquiries were received from the customer. One opened phacoemulsification tip was received for the report. The returned sample was visually inspected and was found to be non-conforming with phacoemulsification tip was observed to be broken in two pieces at cone to cannula transition area, breakage is very jagged. Back hole was out of round. Uneven wall thickness observed. Walls were observed to be thin. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the possible lot numbers. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is company manufacturing related, due to an uneven wall thickness and back hole off centered. The uneven wall thickness and back hole off centered is a known potential risk with the phacoemulsification tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed to determine root cause of the uneven wall thickness and back hole off centered. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.3., b.5., h.6 (FDA patient event codes) and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that during the quadrant removal phase, the surgeon felt the tip bend and noticed that the metallic point had broken. This had no consequence for the patient because the plastic safety sleeve remained in place and securely held the broken metallic tip until the surgeon withdrew the instrument from the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that tip was broken during cataract surgery with intraocular lens implantation. The procedure was completed by replacing the product with new one. There was no patient impact reported.